Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The patient¿s weight was reported.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va138ln serial# implanted: (B)(6) 2016 explanted: product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6)2017 mpxr 398219 (con): information was received by a manufacturer representative (rep) from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that they were having difficulty with the ins moving around in the pocket. The patient stated that they went to see their implanting physician in (B)(6) 2016, but nothing was done. The patient still had the battery moving around, but now the therapy was no longer working. Impedances were checked and found that all electrodes were >4000 ohms and the patient was scheduled for system removal. During the removal it was found that due to the ins twisting the lead had broken in two. The system was explanted. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.